Event description:
Aventis case ID: (B)(4). Initial info received from a physician via a sales rep on (B)(6) 2008: a female pt, age not specified, was treated with poly-l-lactic acid (sculptra) eighteen months ago, therapy dates, lot number and exp date not provided. The report indicated that on an unspecified date, the pt developed nodules around her eyes, they were increasing in size and becoming more noticeable: more noticeable in her temple area. Outcome of event is ongoing. Concomitant medication and medical history were not provided. No further medical info was specified. Additional info for sculptra (lot # and exp date unk) from product technical complaint report case ID (B)(4) dated (B)(4) 2008, received by (B)(4) on (B)(4) 2008: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved MFR batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable.